Event description:
It was reported that an ilet user experienced a high blood glucose reading on the device on the first day of use, shortly after an unannounced meal and following an alert for incomplete fill tubing with dosing stopped and not resumed until instructed to test tubing for drops, reconnect to the anchor, and resume delivery. Symptoms included no reported clinical symptoms despite hyperglycemia. Outcomes included user education and remote troubleshooting, with plans for follow-up and recommendation to obtain a glucometer for verification. Investigation included review of dosing status and alarm history, confirmation of no visible tubing kinks or leaks, and functional verification of insulin flow at the tubing. Investigation of this case revealed hyperglycemia temporally associated with an unannounced meal during initial adaptation and an interruption in insulin delivery due to incomplete fill tubing, which was resolved by resuming delivery after successful tubing priming. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.